Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 3. A first clip, a mitraclip xtw (41115a1100), was inserted and deployed on the mitral valve. However, after deployment, the clip opened. The clip was noted to be stable on the leaflets. A second clip, a miraclip xtw (50415a1080), was inserted and deployed on the mitral valve. However, after deployment, the clip opened. The clip was noted to be stable on the leaflets. The procedure was discontinued with no additional clips implanted. The mr was reduced to trace. There were no adverse patient effects and no clinically significant delay in the procedure.